Manufacturer narrative:
The customer stated that they collected a new sample from the patient and processed the sample on the e601 analyzer and a cobas e 411 immunoassay analyzer. The customer obtained the same results as previously recovered for this patient. No further details were provided on the specific results obtained.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The erroneous results were reported outside of the laboratory to the endocrinologist. The first sample resulted as 1.87 ng/dl when tested on the e601 analyzer. The sample was also tested on a siemens analyzer, resulting as 1.45 ng/dl. The second sample resulted as 2.43 ng/dl when tested on the e601 analyzer on (B)(6) 2017. The sample was also tested on a siemens analyzer, resulting as 1.64 ng/dl on (B)(6) 2017. The patient was not adversely affected. The e601 analyzer serial number was asked for, but not provided. The second sample was provided for investigation. Upon investigation, the result obtained by the customer was reproduced. No interfering factors were detected in the sample. Since the patient is taking thyroid medication, the ft4 value generated on the e601 analyzer most likely reflects the anticipated ft4 value of the patient. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.